Manufacturer narrative:
The customer reported event was confirmed via visual inspection. The tightening nut end cap was found to be fractured in 2 pieces indicating overtightening, which in turn, caused the rest of the device to disengage into several pieces. No relevant manufacturing issues were identified as all units met stryker specifications. The plausible root cause of the event is determined to be over torqeuing of the set screw leading to fracture.

Event description:
It was reported that; after final fixation, when the multiaxial crosslink was deployed and the center nut was loosed, the inner screw was broken. Therefore, the multiaxial crosslink was changed the new same one and the operation was succeeded.

Event description:
It was reported that; after final fixation, when the multiaxial crosslink was deployed and the center nut was loosed, the inner screw was broken. Therefore, the multiaxial crosslink was changed the new same one and the operation was succeeded.